Event description:
It was reported to boston scientific corp. That following a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the pt presented with erosion (date unk). The physician excised the mesh ; the procedure "went well." Additionally, the physician prescribed premarin estrogen cream. The pt's current condition is unk. No additional information is forthcoming about this event.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.